Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Additional, changed, and/or corrected data: b.5, d.6b, g.2., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, lymphadenopathy, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture, ¿enlarged lymph nodes with silicone uptake¿, cyst, ¿fluid¿, ¿masses¿, ¿palpable lump¿, ¿right axillary lesion¿, ¿concerned about the development of bia-alcl or other problems¿, ¿right axillary adenopathy¿, ¿circumferential rim and patchy enhancement surrounding the right implant capsule. This may represent reactive/inflammatory changes¿, and ¿enlarged lymph nodes with silicone uptake.¿ device remains implanted.